Manufacturer narrative:
Received one (1) used. List #12568, clave¿ neutral connector; lot #unknown. One (1) used. List #unknown, extension tubing; lot #unknown. No visual damages or anomalies were observed. The male luer and female luer were iso tested and found to be within specifications. A leak test was performed and no leaks were observed. The reported complaint of the microclave disconnection could not be replicated or confirmed. The returned sample was tested and performed to product specifications. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The lot# is unknown resulting in unknown expiration and manufacturing dates. The device has been received, but an investigation is not yet completed. When complete, then a supplemental MDR will be submitted.

Event description:
A complaint regarding a microclave® neutral connector experienced disconnection. The report stated that the claves becomes detached from extension set. Nursing noticed that the threads in the clave are not matching/gripping to the extension set. It was not detected prior to direct patient use. Involved mating device is medline extension tubing. There was no blood loss and unprotected chemo exposure. There was no adverse operator consequences. The device was changed out/replaced with no further problems encountered and the involved device available to be tested. There was patient involvement, no adverse event or patient harm and no delay in therapy.